Event description:
Procedure type: esophagogastrectomy. According to the reporter: after the wing nut was turned completely and the green bar was confirmed, the surgeon fired the device. The tissue was cut, but not stapled at all. Procedure was converted from vats to open chest and the unstapled tissue was sutured. There was bleeding less than 200cc. Operative time was extended. Follow-up for patient is ongoing.

Manufacturer narrative:
(B)(4).